Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor power was too low. It was also observed that the device failed the following pre-tests: check with test bench and record results, power· 45 to 90 w (watt) and speed: min. 703 to 937 rpm and check with test hand switch after "adjusting.' Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electronic pen drive device would not turn at all. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.